Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the cause of the reported instability and wear. No evidence was found that would suggest product error was a contributing factor. The need for corrective action was not indicated. Should additional info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address instability and poly wear.